Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: "it was reported that there is a hole in the tubing about an inch from the butterfly. "

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: "it was reported that there is a hole in the tubing about an inch from the butterfly. "